Event description:
It was reported that during a procedure of the narrow, concentric, 70% stenosed de novo distal right coronary artery, prior to use in the anatomy, the xience nano stent was noted to be damaged in the proximal area and the stent was loose on the balloon. The device was not used. There was no reported patient involvement. A same size non-abbott stent was used in the procedure. Thought requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted dried contrast on the shaft, which is consistent with handling and suggests preparation for use. There was blood on the balloon and on the stent implant, which may suggest advancement into the body. These are inconsistent with the report that the issue was discovered prior to use. The stent implant was stationary between the markers of the tightly folded balloon, thus the complaint could not be confirmed. There were bent and stretched struts on the stent implant, which may have occurred as a result of inadvertent mishandling during protective sheath removal and/or preparation for use. The tip length and stent implant outer diameters met manufacturing criteria. There was a kink in the soft tip, which may have occurred as a result of handling, packaging, and/or shipment back to abbott vascular for analysis. In this case, due to the reported information and the conflicting results of the returned product analysis, no conclusive cause can be determined for the event. However, there is no indication of a product quality deficiency. Potential factors that can contribute to stent movement/dislodgement outside the body include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents reported for stent damage or stent retention issues. All stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.